Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted with no complications reported. However, the patient was transferred to another hospital for a lead revision after a perforation of the ventricle was observed. The lead was repositioned. The next day, the lead exhibited loss of capture. The patient was not pacemaker dependent, so no asystole of greater than two seconds occurred. A revision procedure was performed. The physician gently tugged on the lead to check that the setscrew was tightened down properly. However, this caused the lead to break such that the terminal pin remained attached to the device. This lead and the pacemaker were explanted and a new system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal pin was returned still secured in the rv port of the device header, with the rv setscrew in the down position. The terminal pin was removed for analysis. The lead body and conductor coils were damaged approximately 22 cm from the lead tip. The outer conductor coil was extremely stretched, likely occurring during the tug test, while the inner conductor coil was undisturbed in this area. The inner coil was fractured, with no stretching noted, consistent with torsional overstress that likely occurred during attempts to extend/retract the helix at the revision procedure. Medical adhesive was noted on the is-1 end, in the area of bonding to the terminal pin, and tool marks were noted on the terminal pin. Laboratory analysis confirmed the reported field observations. The inner conductor coil likely became fractured during the revision after the perforation, resulting in the loss of capture that was observed. The tug test performed at the subsequent revision caused the separation of the terminal pin from the lead body.